Manufacturer narrative:
Product not returned for eval.

Event description:
A friend of the patient's reported that the patient was admitted to the hospital with diabetic ketoacidosis. The patient remained in intensive care for 2 days and was then moved to a regular room. The friend reported that the physician stated that the patient may not have changed for infusion tubing for a couple of months and that the tubing may been clogged or that there may have been a problem with the infusion site. Several attempts were made to contact the patien and the reporter but were unsuccessful. Due to not being able to reach the patient, no product will be returned for evaluation.